Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 450 mg/dl. Customer tried three infusion set and the quick release kept releasing insulin without knowing her so she had to tape it down. Customer tried two more infusion set and the same thing happened so she stopped using them now. Customer woke with quick release detached from body and could smell insulin and saw it was detached again. Troubleshooting was done for detachment of infusion set. Customer's current blood glucose level was 150 mg/dl. Insulin pump will not be returned for analysis.